Event description:
Breast implants put in 1990. Breast cancer diagnosed in 2004. Have headaches, fatigue, insomnia, forgetfulness. The implants are silicone with textured coating. FDA safety report ID # (B)(4).